Manufacturer narrative:
The probable root cause is attributed to damage during various handling points, including manufacturing, installation, or use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci products to perform failure analysis. The universal seal was analyzed and found to be broken at the luer fitting. A piece measuring approximately 0.247" x 0.434" was returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The second universal seal had no damage during visual inspection. No issue was identified. The third universal seal had the seal broken at the luer fitting. A piece measuring approximately 0.247" x 0.435" was returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure there was an issue customer had in a procedure. Caller reported they received information that customer experiences a universal seal failure during a procedure causing loss of insufflation. Caller reported no injury and stated that the customer moved to another seal to continue and complete procedure. The technical support engineer (tse) sent caller to customer service to generate return of suspected bad seal. The procedure was completed with no indication of patient injury.